Event description:
It was reported that the micro oscillating saw leaked an oil-like substance during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the customer.